Manufacturer narrative:
Additional information received: the received implant is an ankylos plus implant a11, ref (B)(4). Ankylos plus implants have been discontinued and replaced by ankylos c/x implants in the european markets in 2008. Therefore, and since the implant placement date was only given after request, we highly doubt the implant placement date and ask to disregard this date. This is a follow up report for this additional information. Additional FDA coding being added after investigation of device. Adding additional type of investigation code 10. This is a follow up report to add this additional code. Additional FDA coding being added after investigation of device. Adding additional health effect - clinical code 2377. This is a follow up report to add this additional code. Device received for this event is being corrected from ank c/x impl a9.5/d3.5/l9.5 catalog # 17-0543 to ank impl a11 d3,5 mm/l11 mm catalog # 31010210. This is a follow up report for this corrected information. Correcting implanted, from date 01-apr-2024 to unknown. Please disregard previous reported implanted date. This is a follow up report for this corrected information.

Event description:
It was reported that a patient experienced a dental implant fracture and the implant was removed.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.